Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a chronic thoracic aortic dissection in zone 3 down to the left external iliac artery. The diameter of the non-aneurysmal proximal neck was 36 mm and the diameter of the non -aneurysmal distal neck was 32 mm. It was reported that the valiant stent graft was inadvertently implanted partially covering the subclavian artery. The following day the patient's condition deteriorated and a retrograde type a dissection was identified. The decision was made to perform total arch replacement emergently. The whole proximal bare stent of the valiant was cut with a wire cutter, and the valiant was sutured to an artificial vessel. No additional clinical sequelae were reported.

Event description:
Additional information was received. It was confirmed that the cause for the inaccurate delivery was the physician's skill. It was noted that the physician should have pulled back, instead of pushing. As a result the stent graft was pushed proximally causing the lsa occlusion. The patient is doing fine.